Manufacturer narrative:
The reported events were lead dislodgement and insulation twisted. The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece with the helix clogged with blood/tissue, stretched and damaged. Unable to perform the helix mechanism / extension length due to the stretched / damaged helix, as received. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted due to the over torqued inner coil inside the connector region consistent with procedural damage. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2025-15273, 2017865-2025-15271. It was reported during implant procedure that right ventricular lead exhibited a failure to capture that resulted in patient arrhythmia. The lead was successfully removed and exchanged. The atrial lead dislodged during implant. Repositioning was attempted, but entire lead turned when helix was deployed. This product was then replaced for another atrial lead which dislodged and was subsequently removed. The procedure was completed and the patient was stable.